Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site as well as headaches with device use. Subsequently on (B)(6) 2015, the patient was prescribed oral antibiotics. The implanted device remains.